Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6). Same case as: 2134265-2017-02245. It was reported that the patient died. On (B)(6) 2013, the subject was enrolled in (B)(6) and the index procedure was performed on the same day. Target lesion #1 was located in proximal left circumflex (lcx) artery with 99% stenosis and was 16 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 20 mm study stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was located in distal right coronary artery (rca) with 80% stenosis and was 8.0 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 12.00 mm study stent with 0% residual stenosis. The following day, the subject was discharged on dual antiplatelet therapy. On (B)(6) 2016, the subject presented to emergency department in full cardiopulmonary arrest with asystole and 'pulseless electrical activity arrest'. The subject was unresponsive. The standard advanced cardiac life support protocol was followed in the field and an airway device was placed. Magnetic resonance imaging was conducted and noted the brain was positive for diffuse anoxic brain injury, the sulci were not effaced and no intracranial hemorrhage was noted. Electroencephalogram was performed and also suspected anoxic encephalopathy. A computerized tomography (CT) head showed no cerebral edema , however there was poor gray-white differentiation and decreased attenuation in the basal ganglia. Electrocardiogram revealed sinus tachycardia with incomplete right bundle branch block and left posterior fascicular block. There was borderline r wave progression and non specific mild st depression noted. However there were no findings suggestive of an st elevated myocardial infarction. A chest x-ray revealed worsening right upper lobe opacity consistent with atelectasis. A CT pulmonary angiography was negative for pulmonary emboli. The subject also exhibited myoclonic jerks while in ICU and had hypothermic protocol and post hypothermic rewarmed. The subject continued to be unresponsive and remained intubated on mechanical ventilation. Palliative care was consulted. On (B)(6) 2016 the subject had cardiopulmonary arrest and was pronounced dead. Per the death certificate, the cause of death was unknown and an autopsy was not performed.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that adjudication indicates stent thrombosis.